Event description:
It was reported the pt had an inflammatory mass. The catheter was moved and the mass reduced in size. The pt's medication delivered via the device was switched from morphine to dilaudid. Also, per the rptr , the pt was given dilaudid in an IV and had a "major" allergic reaction in the ER. Since the drug change, the pt has felt hot, has been nauseous, has vomited, and has broken out. The pt has not had any pain relief from her pump since the drug change. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Breaking out.